Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose. The customer's blood glucose level was 580 mg/dl. The customer was treated and realeased. The customer was admitted to saline memorial hospital on (B)(6) 2015. The customer reported also that she had a battery out limit on the insulin pump. The troubleshooting was performed. The customer was advised to monitor the insulin pump.